Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this bioprosthetic valve the cinch mechanism was noted to be damaged. The valve was explanted and successfully replaced by a new valve. No adverse patient effects were reported. The product has not been returned for analysis.

Manufacturer narrative:
Product return has been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).